Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an elective replacement indicator (eri) after approximately 22 months of service. It was reported that this patient has not been followed for approximately one year. The device will be explanted and returned to guidant, where it will be analyzed for premature battery depletion.